Event description:
Boston scientific crm received info that this pt was experiencing some chest pain and due to the symptoms, a micro-perforation was suspected. Therefore, the pacing pocket was re-opened and this atrial dextrus lead was explanted and replaced. An echocardiogram was performed following the procedure and normal results were reported.